Event description:
It was reported when discussing MRI¿s, ¿the pain pumps, I personally have had one patient who said it started burning, heating. We only have a 1.5 which is very thin. We just stopped when she started feeling heat¿. No further information was reported regarding the event. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code was updated/correct.

Event description:
Additional information received reported the health care provider (hcp) claimed she had never said anyone had a burning sensation. The hcp said that never happened. No further information was provided because the event reportedly never happened.